Event description:
Per the clinic, the patient developed a hematoma at the magnet site. On (B)(6) 2014, the site was drained. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.